Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted with less than a year of use due to an infection. The patient underwent surgical intervention to remove the system. No new device was implanted. No additional adverse patient effects were reported.